Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3998 lot# v013158, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient did not think their implantable neurostimulator (ins) was working. It was stated the ins had not been working for about a year or so and the patient thought it had been off for about a year.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.